Event description:
International affiliate reported that at the moment of implanting; the valve did not respond to the programmer. Additional information received from affiliate on 2/01 revealed surgery was postponed for one day while a second valve was delivered.